Event description:
On (B)(6) 2025, a patient underwent deep vein thrombosis (dvt) thrombectomy using inari devices. The patient's clot age was estimated at 14 days. When attempting to remove the triever 20 after the final aspiration, the catheter became stuck in the patient's vessel. Following multiple attempts to remove the device using ballooning and medication, the device separated and approximately 10-15cm of the catheter remained in the patient. The medical team was unsuccessful in removing the remaining part of the catheter during the procedure, however; the medical team was able to remove the piece of the device the following day.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Upon completion of the investigation, a follow-up report will be submitted . Manufacturer reference: (B)(4).

Manufacturer narrative:
The triever20 (t20) was returned to the manufacturer and evaluated. Visual inspection of the device confirmed the device was separated near the distal end of the catheter and a section of the coil was exposed and unraveled. The catheter separated likely due to excessive force used to advance or retract the device against resistance, likely after the patient experienced a vasospasm. The device identifiers were provided, and the lot history records were reviewed. There were no discrepancies or unusual findings. Additionally, a complaint history review was conducted and no similar issues have been reported against this lot number. The device labeling includes the following warning statement: "avoid using excessive force to advance or retract the flowtriever catheter or triever20 against resistance. If excessive resistance occurs, retract and remove the device. Excessive force against resistance may result in damage to the device or vessel perforation." Manufacturer reference: (B)(4).